Event description:
The customer's mom reported her daughter activated a new pod and sometime later she ate and gave a meal bolus (amount not provided). She later tested her blood glucose it was reading "high" (over 500 mg/dl) so she removed the pod after only a few hours of wear and realized the cannula wasn't inserted properly. She also noticed there was insulin "pooling" around the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. User reported the cannula had never inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.